Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. One day after the onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment with injection (inj) vancomycin (1000mg, frequency, duration and route of administration not reported) and inj amikacin (100mg, frequency, duration and route of administration not reported) for the peritonitis event. The outcome of the peritonitis event was unknown. The pd therapy was ongoing. No additional information was available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted.